Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal stent was to be implanted in the esophagus to treat malignant stricture due to esophageal cancer during a stent placement procedure performed on (B)(6) 2022. During the procedure, after stent deployment, it was observed that the stent was displaced. The stent was removed and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 18, 2022 that a wallflex esophageal stent was to be implanted in the esophagus to treat malignant stricture due to esophageal cancer during a stent placement procedure performed on (B)(6) 2022. Post stent placement, it was observed that the stent was displaced. The stent was removed and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a010402 captures the reportable event of stent migration. Block h10: a wallflex esophageal stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received fully deployed and expanded. Microscopic inspection found the stent cover was damaged. No other issues were noted to the stent. The reported event of stent migration could not be confirmed because this failure occurred during the procedure and it is not possible to replicate in the laboratory analysis. The damage noted on the stent cover was most likely due to procedural factors encountered during the procedure. It may be that the characteristics of the lesion, handling of the device, the techniques used by the user and normal procedural difficulties during removal of the stent contributed to stent cover damaged. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, stent migration is noted within the manufacturers labeling as a known possible adverse event related to the use of the device. Based on available information, the investigation concluded that the reported event of stent migration is a known potential complication associated with the use of the device in the manufacturers labeling. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.